Event description:
During slap repair, the suture came free from the t when the needle was removed. The first t was not retrieved and left unsupported in the pt. Two more devices were used to complete the repair.